Manufacturer narrative:
One device was received for evaluation. Functional testing was able to confirm the reported problem; however, the device was within the specification limits. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump has a rate accuracy constantly failing around -9.5%. There was unknown patient involvement.